Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10262, 2134265-2017-10263 and 2134265-2017-10264. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and two pullback sleds to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus failed to pullback when applied with the first pullback sled. The physician changed the pullback sled with another pullback sled however, the issue was not resolved. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10262, 2134265-2017-10263 and 2134265-2017-10264. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and two pullback sleds to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus failed to pullback when applied with the first pullback sled. The physician changed the pullback sled with another pullback sled however, the issue was not resolved. No patient complications were reported and the patient's status was stable.